Manufacturer narrative:
The reagent lot number is 74460301 and the expiration date is 31-jan-2025. Calibration was last performed on (B)(6) 2024. The field service engineer (fse) found a bent bead paddle mixer and repaired it, checked the sample and reagent probe voltages and adjusted them, performed mixing and mechanical checks, and performed qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys t4 assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the initial t4 result was 24.86 ug/dl with flag. The sample was repeated and the result was 24.86 ug/dl with flag. On (B)(6) 2024, the sample was repeated again and the result was 8.33 ug/dl. The repeat result of 8.33 ug/dl was deemed correct.